Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail' and 'check apl valve'. The machine was swapped out and there was no patient injury reported.

Manufacturer narrative:
The dispatched fse could narrow-down the problem to a malfunction of the vacuum pump. After its replacement the device was subject to a full scope of performance tests which were passed without observations. The workstation was handed back over to the customer in fully operable condition. The vacuum pump was evaluated which revealed a broken piston rod. In comparison to the number of devices sold, the field failure rate is in the range of 200ppm and considered acceptable. As the vacuum is required to run certain subsystems, a malfunction of the pump would result in shutdown of automatic ventilation. This is accompanied by audible and visible alarms. Monitoring as well as manual ventilation remains possible in that condition. The user has exchanged the device and, no patient consequences have occurred.

Event description:
Please see initial MFR. Report # 9611500-2015-00208.